Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricle lead was explanted 7 days after implant due to product performance issues and it was successfully replaced . No additional adverse patient effects were reported.